Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) over 600 mg/dl. The cause of the elevated bg was unknown. Customer administered manual injections to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.